Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the manufacturing facility. A review of the history indicates on 06/07/2010 the device was programmed for continuous+bolus delivery, with a continuous rate of 8ml/hr, a 7ml bolus dose, a 30min bolus lockout, a 23ml 1hr limit, and a container size of 92ml. At 2043, the infusion was started and a 7ml bolus delivery was indicated. A new date stamp of (B)(6)2010 was occurred. Between 0117 and 0248, there were two 7ml bolus deliveries. Between 0338 and 0339, the delivery was stopped, the continuous rate changed to 12ml/hr, with a 27ml 1hr limit. At 0403, the delivery was stopped, the rate was changed to 10ml/hr, the infusion was started and a 7ml bolus was delivered. Between 0408 and 0453, there was an almost empty alarm, empty container alarm, the delivery was stopped, a 92.01ml container size and a 30 ml titrated vtbi were programmed and the delivery was started. Between 0456 and 0635, there were two 7ml bolus deliveries, and the delivery was stopped and started. At 0637, an empty container alarm was indicated. At 0638, the alarm was silenced and the delivery stopped. At 0640, the device was reprogrammed to deliver a 5ml bolus dose and a 123 ml container size instead of the reported vtbi (volume to be infused) and the delivery started. At 0646, an empty container alarm is indicated and silenced. At 0655, the delivery is stopped and the device was powered off. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4)

Event description:
The customer contact reported a delay of therapy. On an unspecified date and time, the device was programmed for continuous + bolus delivery of an unspecified medication. After an unspecified length of time, the customer contact reported while attempting to program a volume to be infused (vtbi) of 100ml, the device would only accept a vtbi of 123ml. After an unspecified length of time, the customer contact reported the device, tubing set, solution container, and IV catheter were replaced and therapy was resumed. The customer contact reported the delay as critical due to the "patient did not achieve comfort level." The patient was treated with an unspecified medication "through IV." Though requested, no additional information was provided.